Manufacturer narrative:
Device evaluated by manufacturer- the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was initially reported that the 2.5x8mm taxus liberte stent was implanted in the mid lad. Corrected information received states this stent was implanted in the 1st diagonal artery. It was further reported that the revascularization in (B)(6) 2010 was performed on the 1st diagonal artery.

Manufacturer narrative:
(B)(4)

Event description:
(B)(6). Same case as: 2134265-2011-00167, 2134265-2011-00169. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The target lesion was located in the mid left anterior descending (lad). In (B)(6) 2010, due to positive stress test, the physician deployed three taxus liberte stents ( 3.0x16mm, 2.5x8mm and 3.0x8mm) in the mid lad. The patient received a loading dose of clopidogrel. Post procedure residual stenosis was 0% with timi 3 flow noted. 1 day later, aspirin and clopidogrel were started. The patient was later discharged. In (B)(6) 2010, the patient was admitted and diagnosed with in-stent restenosis. The patient was also reported as experiencing chest pain unrelieved with nitroglycerin. The patient was presented to the emergency room and lab troponin values were reported as negative on three lab readings. A cardiac catheterization was performed and 90% restenosis was noted in the index stent. The lesion was treated with both angioplasty and drug eluting stent. The event was considered resolved and the patient was later discharged.